Event description:
Internal data was received and it was also assessed that the increase in seizures are lower than pre-vns and the severity/duration are still improved.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. B6 relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out relevant information.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been experiencing an increase in seizures due to their device not working. The patient's device was interrogated and found to have low output current. Additional information received noting that the provider attempted to lower output current to see if it would clear the low output current message, but the message did not go away. No known surgical intervention has occurred to date. No other relevant information has been received to date.